Event description:
It is alleged that, while being used on a large pt with significant secretions, who was on a ventilator, the flange came loose, and that the tube slid out of position. Reinsertion of the same tube was attempted but was not successful. The pt was then intubated using an endotracheal tube.